Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0d89p, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer and manufacturer representative reported that the patient had their wires reconnected on (B)(6) 2015, because they lost weight. The manufacturer representative didn't find out anything until they saw the patient in the pre-operative holding area. The manufacturer representative reported that the patient lost a significant amount of weight and the lead and implantable neurostimulator (ins) moved in the pocket. The lead and was replaced on (B)(6) 2015,. The issue was resolved at the time of the report and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Refer to manufacturer's report # 6000153-2015-00211 for the report on the patient's lead.